Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested with cloudy fluid, abdominal pain and vomiting. The cause was unknown. It was reported that the patient was hospitalized four days after the event onset and was treated with ceftazidime (1 g, intraperitoneal, frequency and duration not reported) and linesolid (600 mg, every 12hours, intravenous and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.